Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on approximately (B)(6) 2025, while the patient was at bells department store; while the cgm reading was 133 mg/dl she felt dizzy and was about to pass out. She went to the emergency room and there they took a bg reading which was 33 mg/dl. At the hospital, the patient was treated with intravenous (IV) fluids and orange juice. After the treatment the bg reading increased to 78 mg/dl but dropped again to 64 mg/dl. She stayed at the hospital for 6 hours and was later discharged with continuous treatment of orange juice and glucose tablets. The next day, the patient woke up with her blood glucose at 546 mg/dl. The pump was not providing insulin since she was not wearing a sensor at that time. At the time of the report the patient was stable. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator after treatment at the hospital. No additional patient or event information is available.